Event description:
During an atrial fibrillation procedure, it was reported that the puller wire of the lasso 2515 nav eco variable catheter had broken off. The physician was not able to manipulate the catheter and position it into the right side of the veins. Another same like product was opened and used to complete the procedure. There were no patient consequences and the procedure was completed successfully. On (B)(4) of 2014, the catheter was received in our failure analysis lab and found a dark grey material underneath a ring, sticking out on both ends. Due to this finding, this complaint became reportable. Awareness date changed from (B)(6) 2014.

Manufacturer narrative:
(B)(4) during an atrial fibrillation procedure, it was reported that the puller wire of the lasso 2515 nav eco variable catheter had broken off. The physician was not able to manipulate the catheter and position it into the right side of the veins. Another same like product was opened and used to complete the procedure. There were no patient consequences and the procedure was completed successfully. Upon receipt, the catheter was visually inspected and found that ring # 1 was damaged and had dark grey material underneath it sticking out on both ends. This condition was not originally reported on the complaint. A ft-ir test was performed to in order to identify the type of foreign material; (B)(4). It is unknown how the ring was damaged and the origin of the foreign material. An internal corrective action has been created to investigate this issue. Per the reported event, a contraction and deflection tests were performed and catheter failed deflection. Afterwards, the catheter was dissected and it was noticed that the t bar slid down from its place. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. All the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent damage rings from leaving the facility. The customer complaint was confirmed, an internal corrective action has been initiated to address the t bar slid issue.

Manufacturer narrative:
The investigation is still in progress. (B)(4).